Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was given antibiotics. The patient's implant wound was checked and no complications could be found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately ten days post implant their chest is sore and they can feel their implant. Patient stated they have had two surgeries and they can still feel their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.